Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of calibration and qc issues for elecsys anti-hbc ii (anti-hbc ii) on a cobas e 411 immunoassay analyzer after a reagent lot change on 04-feb-2019. The customer changed qc, the calibrator and the reagent pack and the issue continued. Pinch tubing was replaced on 05-feb-2019. Liquid flow cleaning (lfc) was performed 3 times and measuring cell preparation was performed x10. Qc results were ok, but calibration signals were still low. Measuring cells had last been replaced on 15-mar-2018. The customer then complained of discrepant results for patients tested for elecsys anti-hbc ii (anti-hbc ii), tsh and hcg + b. The customer provided discrepant results for 5 "tubes". It is not clear if these are 5 tubes from 5 different patient samples or if these are 5 tubes from the same patient sample. No units of measure were provided. Tube 1 tsh results were 9.72, 14.93 and 15.42. Tube 2 tsh results were 1.58, 2.19 and 1.88. Tube 3 tsh results were 7.51, 5.38, 7.40 and 7.64. Tube 4 anti-hbc ii results were (B)(6). Tube 5 hcg + b results were 16.43. 11.57, 15.34 and 17.04. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-hbc ii reagent lot number was 369269. The expiration date was not provided. The tsh and hcg + b reagent lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and replaced the measuring cell and cleaned the water pump filter. Instrument performance test results were acceptable. Calibration and qc was acceptable. The malfunction is consistent with an instrument related issue. The cause of the event could not be determined.